Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed without difficulty; however, upon being rechecked it was noted that the lead had diminished sensing, rising impedance and rising thresholds. The rv lead was repositioned and remains in use. It was further reported that the atrial lead was dislodged when the rv lead was repositioned. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.